Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the light guide fiber bundle (lcb) broken, the light guide cable buckled, the suction channel buckled, the control body corroded, the electrical connector corroded, the lg cable connector corroded, the root brace rubber cut, the remote control buttons cut, the objective lens unit scratched, the eog valve loosened, the insertion flexible tube (ift) worn out, the distal body worn out, the angle wire rupture, and the u/d and the r/l pulley wires rupture; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).